Event description:
Boston scientific crm received information that during the attempted implant of this patient's replacement device, the physician had difficulty inserting the right ventricular (rv) rate/sense pin in the header, then had difficulty keeping the pin in the header. The right ventricular (rv) impedances were 480 through the pacing system analyzer (psa); however, impedances were greater than 2000 ohms through the device. The physician therefore asked for a new device; the rate/sense portion of this lead was surgically capped, and a new rv pace/sense lead was implanted. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this the shock portion of this lead remains in service. If additional information becomes available, the event will be updated.